Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: PMA/510k: this report is for an unknown end cap: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter occupation: initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023, the patient underwent the osteosynthesis with the tfna for the incomplete fracture of the trochanteric femur. Insertion of the nail and the blade was performed smoothly, and the locking mechanism was locked easily. After insertion of the locking screw, the end cap could not be inserted into proper position. The locking mechanism was unlocked with the screwdriver and tightening of locking mechanism was repeated. Then, the surgeon tried to insert the end cap; however, it could not be inserted. Therefore, all the implants were removed, and the surgeon checked the locking mechanism. When the surgeon tried to tighten the locking mechanism, it was hard. It required more force than usual to tighten the locking mechanism. The nail was changed to a different size. The surgery was completed successfully with 20 minutes delay. No further information is available. This report is for an unk - end cap: trauma. This is report 2 of 2 for (B)(4).